Event description:
Customer alleged discrepant blood glucose results of 452 mg/dl and 113 mg/dl when testing was performed within 1 minute on the advantage system. Customer reported having no symptoms and did not treat/act on results. No adverse event was reported in connection with the discrepancy. A request was made for the return of the suspect device and replacement product was sent.